Event description:
The customer reported to olympus, that when using an evis lucera ultrasonic bronchofibervideoscope, there was no image displayed. The event occurred during reprocessing. There was no procedural delay or no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated. And the customer¿s allegation was not confirmed. The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be identified. Olympus will continue to monitor field performance for this device.